Event description:
It was reported that a user experienced low blood glucose while using the ilet, with a sensor value of 51 mg/dl and a confirmatory fingerstick of 44 mg/dl; the user had recently performed a factory reset per educator guidance. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and continued monitoring, with a subsequent reading of 48 mg/dl during the call. Investigation included remote troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.